Event description:
Leaks around the administration port were reported in four exactamx 500 ml bags. The leaking bags were destroyed but all came from the same lot (60189409), exp. Date 04/03/2022. The remaining in the pharmacy from that specific lot were removed and isolated. FDA safety report ID # (B)(4).